Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and adjusted the reader camera. The fe then verified the operations of the analyzer by running diagnostics. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer states that during correlation studies on their new provue, they observed the analyzer giving false negative results on dat test when visual inspection of the gel cards confirm the result to be positive 1+. No erroneous results were reported.